Event description:
It was reported that the proceudre was to treat a lesion in the distal circumflex. The vessel was quite tortuous and it took some time to advance the guide wire to the lesion. Once the guide wire was in place, it was so far distal that it accordioned on itself with each heartbeat. The lesion was then predilated with a 2.5 and then a 3.0 dilatation catheter. A stent was deployed at the site and the stent delivery system (sds) was removed. When the guide wire was removed, it was noted on fluoroscopy that the guide wire tip coils remained in the patient, distal to the lesion. There was no reported resistance during the removal of the guide wire, but the physician could tell something was different. Several attempts were made to re-wire the vessel in an effort to retrieve the guide wire coils, but the vessel closed and the guide wire coils were left in patient. The patient was reported to not be having any pain and was in stable condition.